Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as MDR ID#s: 2134265-2012-04836, 2134265-2012-04838. It was reported that following a coronary artery stenting treatment procedure, the patient experienced myocardial infarction (mi). In (B)(6) 2012, the patient presented with unstable angina (braunwald classification ic) and cardiac catheterization was recommended. Vascular access was gained via the right femoral artery. The 1st target lesion was located in the mid left anterior descending artery (mid lad) with 80% stenosis and was 40mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with a rotablator, pre-dilation and placement of two promus element stents of size 2.5x28mm and 2.25x20mm, with 0 % residual stenosis following post-dilation. The 2nd target lesion was located in the proximal left anterior descending artery (prox lad) with 80% stenosis and was 16mm long with a reference vessel diameter of 3mm. The physician treated the lesion with rotational atherectomy and placement of a 2.75x28mm promus element stent, with 0 % residual stenosis following post-dilation. Rotational atherectomy was performed in the 95% stenosed distal lad, with 0 % residual stenosis. On the same day post procedure, the patient experienced elevated cardiac enzymes and clinical diagnosis was reported as mi. The patient was discharged on aspirin and clopidogrel. No additional information is available at this time.